Event description:
When the user selects to use the focus radiation treatment planning system spaceball ("3d mouse") to modify the "distance from source to compensating plane along the central axis," the system is instead altering the compensating filter tray factor and the composite tray factor values. The modified tray factor values are presented to the user on the system text page, but the changes may go unnoticed by the user since they were unexpected. If so, the plan will misrepresent the pt dose. No pts were treated.